Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: during investigation, a review of the pump history showed no evidence of a rewind, load or prime issue. The rewind, load, prime sequence was not able to be performed due to a no cartridge detected alarm. During evaluation,the force sensor calibration and force sensor resistance were found to be out of specifications. The audible feature functioned properly during the rewind, load, and prime step. The pump was opened and the force sensor was observed to be contaminated. All alarms and audio alerts were present at appropriate times during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump ¿does not provide an alarm during the second stage of filling.¿ there was no additional information available for this complaint. Attempts were made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.